Event description:
The customer obtained a lower than expected vitros amon patient result and lower than expected quality control results using a vitros 5,1 fs chemistry system. Biorad l3: 195.7, 184.2, 193.2, 190.7 umol/l vs. Expected 245.0 umol/l.patient: 87.4 umol/l vs. Expected 133.3 umol/l.biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The amon patient result of 87.4 umol/l was processed for investigational purposes only and was not reported out of the laboratory. No vitros amon patient sample results were questioned. There was no allegation of patient harm as a result of this event.(B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros amon results were obtained from a single level of non-vitros biorad quality control fluid and a single patient sample tested on a vitros 5,1 fs chemistry system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. Results of precision testing demonstrated that the vitros 5,1 fs chemistry system was not operating as expected at the time of the event. The investigation is currently ongoing.